Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished. (B)(4).

Event description:
It was reported that during a leakage test the anesthesia workstation had a leakage in the additional fresh gas outlet valve. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).